Manufacturer narrative:
The suspect medical device and concomitant medical products (hf resection electrode (B)(4) n=2, hf cable (B)(4)) were returned to olympus for eval. Result summary of the eval/investigation: working element (B)(4): the device is in general working order, showing normal signs of usage/wear like minor scratches and peeling off laser marking. The electrical safety is given. However, there is corrosion at the locking mechanism for the hf resection electrode and inside the ptfe body. Furthermore, the hf cable connector is heavily damaged and partly melted. Causal for this kind of image are residues of moisture inside the connector and the ptfe body. This led to an insufficient electrical contact with subsequent short circuit and melting connector; hf resection electrode (B)(4): overall 2 hf resection electrodes of the same model and lot were returned to olympus for eval. Hereof 1 in non-sterile condition but in general working order, not showing any functional/mechanical or optical abnormality, defect, failure or malfunction. The device is completely within specification. The 2nd hf resection electrodes was found with heavily bent for tubes and a completely broken off/detached and missing loop wire. Causal for this kind of damage is the application of excessive force and/or mechanical stress; hf cable (B)(4): eval found a heavy and long-term used hf cable (date of manufacture: 07/2002) with a heavily damaged and partly melted working element connector. Causal for this kind of image are residues of moisture inside the connector. This led to an insufficient electrical contact with subsequent short circuit and melting connector. The electrosurgical unit as well as other components of the resectoscope were not returned to olympus for eval. Although the exact cause of the pt's outcome could not be conclusively determined and is being judged as unk, it can be excluded that it was caused by a malfunction of the used olympus medical devices. However, this incident was attributed to abnormal use/off-label use (hf resection electrode (B)(4) with heavily bent fork tubes and a completely broken off/detached and missing loop wire, caused by the application of excessive force and/or mechanical stress) in combination with exceeded service life/shelf-life (the hf cable (B)(4) is subject to a restricted service life of 1 year). Olympus submits this incident as a medical device report (MDR) in abundance of caution.

Event description:
Olympus was informed that during an unspecified transurethral resection of the prostate (turp) procedure, the high-frequency output (cutting-mode) of the electrosurgical unit could only be activated after pressing the corresponding foot switch pedal several times. The operating surgeon then checked the hf resection electrode and observed broken/fractured loop wire. It is unk whether a fragment/part fell and/or remained inside the pt's blades. However, after replacing the hf resection electrode, the activation of the high-frequency output kept being unstable. Shortly afterwards explosion occurred inside the pt's bladder when activating the high-frequency output of the electrosurgical unit and the pt maintained a bowel perforation. The intended procedure was subsequently cancelled and restarted in conventional/open surgery where the perforation was treated. Finally the pt was hospitalized.